Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urge incontinence. It was reported that they had been having a lot of accidents lately. Patient said that one of the accidents was on their birthday and it was very embarrassing to be out shopping somewhere and have someone come clean up after they peed themselves in the store. Patient said at first it was just a little pee in their underwear but now they were peeing themselves and not making it to the bathroom. Patient said that they had lost weight and that their implant sticks out. Patient said they can manually move their implant up and down but it doesn't move on their own. Patient said the communicator wasn't working because when they tried to connect they would get "no communicator found". During call patient ensured communicator was powered on, over implant and not plugged in but they still got no communicator found. Patient then got no device response, reposition communicator". Agent reviewed possibility that implant battery could have reached end of life. Patient denied this saying their previous implants lasted more than 3 years. Patient insisted that communicator be replaced, due to communicator not found occurring (blue light on communicator was solid) agent sent patient replacement communicator. Agent reviewed if new communicator would not connect patient would need to follow up with healthcare provider.